Event description:
Voluntary medwatch received states that the right atrial (ra) was suspected to have a compromised insulation damage where there were low pacing impedance measurements and automatic mode switch (ams) episodes from noise over-sensing. No intervention was reported. The patient had no adverse consequences.